Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0012799579); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted due to an unknown reason.

Manufacturer narrative:
Image review: two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. The images provided show evidence of two valves, one in the ascending aorta and second valve that appears to be in the aortic annulus; however, the dislodgment event was not captured therefore it is not possible to validate the cause of the dislodgement. As stated in the instructions for use (IFU): potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was implanted because the valve dislodged due to heavy calcium on the native valve leaflets. After dislodgement, the valve was snared and the second valve was implanted. It was noted that the second valve was not implanted valve-in-valve.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. A post-implant balloon aortic valvuloplasty (bav) was not performed prior to valve dislodgment. The deployment starting point was noted to be the bottom of the pigtail. Prior to the valve dislodgment, the implant depth on the non-coronary cusp (ncc) was 2 millimeter (mm) and the left coronary cusp (lcc) was 3 mm. After the valve dislodgment, the ncc was 1 mm and the lcc was 3 mm. A non-medtronic guidewire was used.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.